Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr=1.2; repeat inr=2.2. Tests were performed 10 mins apart. Distributor reported imprecision observed when testing was performed. Nurse repeated finger stick on the same finger. Distributor rep advised nurse to run a comparison with the lab and to make sure not to stick the same finger when repeat testing is performed.